Event description:
An aneurx stent graft system was inserted into a pt for the endovascular treatment of a 5.5 cm fusiform abdominal aortic aneurysm. The aortic neck was calcified and moderately angulated. There was left to right angulation of 15 degrees of the distal aorta at the left common iliac artery. Vessels were basically straight with mild calcification and about 10 mm in diameter. The proximal right common iliac artery had tight stenosis. It was reported that when attempting to delivery a long 26 x 165 aneurx bifurcated stent graft up the pt's left side, the device could not be advanced past the aortic bifurcation due to the angulation at the distal aorta/left common iliac artery. The device stated kinking right below the stent stop. The physician then elected to try to insert the device on the right side, even though there was stenosis of the proximal right common iliac artery. The device could not be advanced up the right side, so the physician switched to a short aneurx device, which was able to be delivered without issues. The kinked aneurx device was discarded. It was also reported that the pt had type ii endoleaks at the end of the case, which will be treated. No clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4): eval results and conclusions: tight stenosis of the proximal right common iliac artery; angulation of the distal aorta at the left common iliac artery; type ii endoleaks.